Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female (age unk) who received 1 vial poly-l-lactic acid (sculptra) injection for cosmetic treatment, (therapy dates nos). The doctor prepared poly-l-lactic acid with saline, adrenaline and lidocaine. On the 3rd poly-l-lactic acid treatment, the pt experienced a burning sensation on the inside of her upper lip, her skin went very pale and the pt felt faint and nearly passed out. The doctor may have injected into a vessel. Poly-l-lactic acid was discontinued on an unk date and the pt recovered. It is unk if a re-challenge was done. Corrective treatment if any was not reported. The outcome is recovered. The reporter's causality is not provided. (B)(4). Addendum for f/u information received on 08-apr-08: (B)(4): brr (batch record review) without a hint to root cause. Cosmetic matter without quality impact. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for f/u information received on 23-apr-08 from the doctor: the pt is (B)(6). She has not received any concomitant treatments, medications or therapies. There were no concomitant pathologies. The pt had not experienced similar events after treatment with poly-l-lactic acid or any other product. No histology or laboratory tests were performed. On an unk date, the pt received her first treatment with poly-l-lactic acid which was diluted with 5ml bacteriostatic saline and 2.5ml of 2% lidocaine (lignocaine) with adrenaline and a total volume of 7.5ml was injected into the upper, mid and lower face. Batch #a7016. On (B)(6) 2008, the second treatment was received which was the same as the first. On (B)(6) 2008, the pt received her third treatment. Poly-l-lactic acid diluted as first treatment, but only 1.8ml injected into the cheek bones and nasal base. On (B)(6) 2008 the doctor injected beside the left nasal area, she pulled back to ensure she was not in a vessel, however, the needle then blocked and when she pushed to inject she thinks the tip of the needle moved and she possible injected the mixture into a vessel. Adrenaline would cause blanching. The pt felt faint and sick, her nose, upper lip and lip went pale. The pt received massage to the area injected and to the nose, upper lip and lip. She made a complete recovery after ten minutes. The doctor stated if the incident were to occur again, it would not lead to death or serious injury/deterioration in health. The causality assessment between the events and poly-l-lactic was reported as highly probable. No further information is expected.